Manufacturer narrative:
(B)(4). Event date: on an unreported date in the same month this report was received, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. On an unknown date and after an unknown amount of days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.